Event description:
This customer reported a blank display. There was no pt involvement.

Manufacturer narrative:
(B)(4): this customer reported a blank display. There was no pt involvement. A philips field service engineer went on-site and performed troubleshooting and evaluation of the device. The display was replaced to resolve the symptom. The device then passed all testing and was returned to use.